Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was externally visually inspected and no defects were found. Functional testing was attempted but could not be performed because the receiver would not turn on. The receiver case was opened for further evaluation. An interior inspection found the moisture detection sticker activated. Due to moisture damage, the reported event of a hardware error was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4) the device has been received for evaluation. It is also reported that continuous glucose monitoring (cgm) device is being used on patient under 2 years of age. It should be noted that the dexcom g4® platinum continuous glucose monitoring system states: the dexcom g4 platinum (pediatric) continuous glucose monitoring system is a glucose monitoring device indicated for detecting trends and tracking patterns in persons ages 2 to 17 years with diabetes. However, a root cause for the reported hardware error cannot be determined. A follow-up report will be submitted once the evaluation is complete.

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015 and claimed that on (B)(6) 2015 the patient experienced a hardware failure. Continuous glucose monitoring (cgm) device is being used on patient under 2 years of age. The patient's father did not report any injury or medical intervention.